Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2007 and (B)(6) 2007 and mesh and dima reemeex system were implanted into the patient. Dates not clarified. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedures on (B)(6) 2007 and (B)(6) 2011 and mesh and dima reemeex system were implanted into the patient. Dates not clarified. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was reported patient underwent a gynecological procedure on (B)(6) 2007 and remeex adjustable sling was implanted along with concurrent urethropexy and cystoscopy with calibration. It was reported that patient underwent a gynecological procedure on (B)(6) 2009 along with cystoscopy plus bladder overdistention, removal of varitensor portion of a remeex sling uretheral dilatation. It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 along with concurrent urethrolyis, removal of previously placed mesh, transobturator sling placement, ap repair using mesh, posterior prolapse repair using mesh, perineoplasty, cmg, cystoscopy and intraoperative marcaine injection for myofascial release due to stress urinary incontinence, recurrent genuine stress urinary incontinence, pelvic pain, recurrent interstitial cystitis, dyspareunia, anterior and posterior prolapse. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4)